Manufacturer narrative:
14-mar-2023 product investigation results: complained product received user handling was identified as root cause for the complaint.

Event description:
Battery of toothbrush exploded - oral-b [device battery explosion]. Case narrative: consumer via e-mail stated that the battery of their oral-b toothbrush (suspect product lot: am21760516) exploded as they were brushing their teeth. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Battery of toothbrush exploded - oral-b [device battery explosion]. Case narrative: consumer via e-mail stated that the battery of their oral-b toothbrush (suspect product lot: am21760516) exploded as they were brushing their teeth. No injury was reported.